Manufacturer narrative:
(B)(4). For 8 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 6 of the events, the investigation the rinse mechanism tubing was damaged and the rinse tubing was changed by the fes. For 1 of the events, the investigation found that the sample probe was causing the issue. The sample probe was exchanged. For 1 of the events, the investigation determined that the cause was due to foam on the surface of the sample. For 1 of the events, the investigation determined that the gear pump pressure was to low. The gear pump pressure was adjusted by a field engineering specialist (fes). For 1 of the events, the investigation determined that the issue was due to contaminated water lines. The water lines were decontaminated by a fes. For 1 of the events, the investigation determined that the issue was due to clogged tubing. The clogged tubing was replaced by a fes. For 1 of the events, the investigation determined that the issue was caused by the sample probe being out of alignment, low gear pump pressure, and misaligned reagent probe rinse. The probes and gear pump pressure was adjusted by a fes. For 1 of the events, the investigation determined that the issue was due to wash station not dispensing enough water into the reaction cuvettes. The volume levels were adjusted by a fes. For 1 of the events, the investigation determined that the issue was due to a fluidics failure of the reagent probe. A fes replaced the probe and a seal. For 2 of the events, the investigation determined that the issue was due the photometer lamp needing to be replaced. A fes replaced the photometer lamp. For 1 of the events, the investigation determined that the issue was due to the reactions cells overflowing which was affecting the optical lens. The fes repaired the issue. For 1 of the events, the investigation determined that the issue was due to the sample probe being misaligned when using microcups. The fes realigned the sample probe. For 1 of the events, the investigation determined that the issue was due the sample probe entering the gel of the sample tube, a rinse nozzle clip was broken, gear pump pressure was low, and a bearing possibly needed lubrication. The fes repaired all the defective parts. For 1 of the events, the investigation is ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>28</noe> malfunction events. Erroneous non-reproducible results were generated by the cobas 8000 c 702 module. The events involved a total of 51 patients with the following erroneous results: 8 for albp albumin bcp, 1 for transferrin, 23 for ca2 calcium gen.2, 1 for tp2 total protein gen.2, 7 for crep2 creatinine plus ver.2, 1 for alp2 alkaline phosphatase acc. To ifcc gen.2, 1 for mg2 magnesium gen.2, 3 for hdlc4 hdl-cholesterol plus 4th generation, 1 for trigl triglycerides, 3 for ureal urea/bun, 1 for astpm aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation, 2 for chol2 cholesterol gen.2, 2 for ldl_c ldl-cholesterol plus 3rd generation, 2 for crej2 creatinine jaffé gen.2, 1 for phos2 phosphate (inorganic) ver.2, 1 for bilt3 bilirubin total gen.3, 1 for alb2 albumin gen.2. For 8 patient's, the patients' ages ranged from (B)(6) to (B)(6). The other patients' ages were requested but were not provided. The patients' weight ranges were requested but were not provided. There were 3 females and 6 males. The other patients' genders were requested, but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For the one remaining event the investigation determined the event was due to the twisted rinse unit tubing that occurred during customer maintenance as this can cause erroneous low results. After the tubing was untwisted, the customer has had no further issues.